Manufacturer narrative:
(B)(6).

Event description:
It was reported the device was placed on the wound located at the left knee. The second dressing was placed, on the second day the pico stopped working. Batteries were changed with no results.